Event description:
The reporter and patient contacted animas on (B)(6) 2013 reporting that the pump emitted not primed messages. There is no reported adverse event with this complaint. This is being ruled out based on the following: the alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The reporter stated that the cartridge was changed every two days. The patient¿s blood glucose (bg) was 500 mg/dl most recently with achy bones and headache. This report is being made due to alleged hyperglycemia event while on insulin pump therapy.

Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 09/16/2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.